Event description:
This patient had a left hemiarthroplasty in 1991. She began having pain and swelling in june of 1998. The pt also complained of her knee "locking up" at times. X-ray revealed narrowing of the lateral joint space and the lateral plateau component appeared depressed. The pt was admitted for revision of the hemiarthroplasty to a total knee arthroplasty. Intraoperatively, fragments of polyethylene were noted throughout the knee and significant wear of the polyethylene component was noted. All components were removed and replaced with total knee components.